Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-nov-2017 with the following findings: the keypad was observed to be entirely peeled off. During testing, the down arrow, ok/enter, and contrast buttons were found to be unresponsive. The keypad cover was removed and the keypad button contacts were observed to be inverted. The pump cover was opened and the keypad flex cable was found to be torn. Unrelated to the original complaint, the battery compartment was found to be cracked on the left side of the grip pad. The cartridge compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the keypad was missing/peeling and that the down arrow and ok/enter keypad buttons subsequently became under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.